Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks, one in primary on t wave oversensing while exercising and two years before in secondary due to myopotentials. The technical services (ts) recommended to reprogram in alternate vector. The alternate showed good r wave and good r t ratio. Additionally, ts recommended to consider new exercise test and see if the t wave is not becoming bigger. This s-ICD remains in service. No additional adverse patient effects were reported.